Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced lead migration again following a lead revision procedure (reference 1627487-2019-00870). As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the lead was repositioned and re-anchored. Effective therapy was restored post procedure.